Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased total bilirubin result generated on the architect c4000 processing module for one patient. The customer noticed the cuvettes were overflowing. The falsely decreased result was not released out of the lab. The customer had the patient redrawn and the new sample was tested on another analyzer which generated a higher result. The following data was provided: initial result = 0.1 mg/dl result from the redraw = 1.1 mg/dl there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found that there was no vacuum at the cuvette washer nozzles due to the vacuum pump not turning on. The vacuum pump was replaced to resolve the issue. An instrument service history was reviewed and revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any similar issues related to the architect c4000 system, the likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c4000 processing module, serial number (B)(6)or the vacuum pump.

Event description:
The customer observed falsely decreased total bilirubin result generated on the architect c4000 processing module for one patient. The customer noticed the cuvettes were overflowing. The falsely decreased result was not released out of the lab. The customer had the patient redrawn and the new sample was tested on another analyzer which generated a higher result. The following data was provided: initial result = 0.1 mg/dl result from the redraw = 1.1 mg/dl there was no impact to patient management reported.